Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced an unidentified device fault. There was no serious patient harm or injury that occurred or was reported. The trilogy evo ventilator was returned and evaluated by a third-party service center. The service technician states that a battery not charging fault error code was found in the device's error log. The system printed circuit assembly (pca) board was replaced to resolve the issue. The air inlet foam filter and particulate filter were replaced for maintenance. The device passed all final testing.